Manufacturer narrative:
On 12/16/2019 we are currently awaiting the next steps from our call center if the consumer wishes to file a claim. It's possible that the consumer acceptable a replacement.

Event description:
On (B)(6) 2019 the consumer claims that he received a shock caused by the product.